Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.